Manufacturer narrative:
Additional information h2, h3, h6 and h11: the device was received for evaluation. During functional testing, low audio was reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported issue was the detached speaker, and the rear case required replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a distorted and low sound speaker. This occurred during an unspecified process step in the 7 cam siteman cancer building. There was no patient involvement. No additional information is available.